Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The target lesion was located in a lima graft. The lesion was pre-dilated and an unspecified ion stent was advanced to treat the lesion. When the physician was trying to position the ion stent in the lesion, the stent got stuck in the lima graft and accordioned and was deployed there in an unintended position. A second stent was advanced to treat the target area. No additional patient complications were reported and the patient status is fine.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).